Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high sensor readings compared to readings from a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of hypoglycemia. Emergency services were called and the customer was treated with unspecifed treatment to increase their glucose levels by an hcp. There was no report of death or permanent impairment associated with this event.